Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. The unit was observed to be dirty with scuffs, worn power cord, old pcb and cracks to the tank cover. Contaminants were also found in the water tank and on the float switch. The tank was filled with water, temp check was attached, and the unit was powered on; confirming the complaint of leaking. Water was observed leaking due to the cracks on the water tank cover. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was found to be leaking water. There were no reported adverse effects.